Manufacturer narrative:
Concomitant products: product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Event description:
It was reported the patient¿s pump alarmed on (B)(6) 2013. It was a critical alarm due to a motor stall. The patient went to the clinic and the pump was put to minimum rate. The logs showed "reset occurred--low battery" a pump replacement was planned. There were no patient symptoms/injuries related to this event. The patient status was alive, no adverse event. The pump was delivering fentanyl and bupivacaine it was later reported the patient experienced increased pain. Telemetry confirmed a critical alarm occurred. Safe state occurred. The logs were checked and revealed a reset occurred (B)(6) 2013 1850, reset low battery (B)(6) 2013 1850, safe state (B)(6) 2013 1850. It was later reported the patient was admitted to the hospital on (B)(6) 2013. The patient ¿seemed fine¿. It was believed the patient was receiving oral medication. A replacement was scheduled. It was later reported the pump was explanted and replaced with a new one.

Manufacturer narrative:
Analysis of the pump motor revealed feed thru anomaly; shorting across the insulator.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.